Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode. The usm was tested on a functional test platform and passed. Error 22020 was confirmed, but not replicated. Resistance was confirmed but not replicated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed intermittent issue with usm 2. After replacement of the usm, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical inc. (Isi) has received the replaced usm involved with the complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) 2 failed during use. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Then tse reviewed the logs and confirmed no related errors. Upon verification, the customer mentioned that the procedure was started using 3 usms. The customer decided to swap to another usm to complete the surgical procedure. The tse inquired if the surgeon activated the "swap pedal" by accident and the customer confirmed that the surgeon did not. The procedure was completed under this condition with no further reported issue. No known impact or patient consequence was reported.